Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound surgical device exhibited tissue pad partial separation. There were no reports of patient involvement.

Event description:
Correction to b5 of the initial report: it was reported that the ultrasound surgical device tissue pad had partial separation. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. Correction to g2 (added user facility and removed company representative). Correction to g3 (correction to the g3 of the initial medwatch. The aware date should be 09sep2024), correction to h6 (type of investigation code, investigation code finding and conclusions). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation on the picture that was provided, the breakage of the probe started at the area where the cracks developed. The rear end of the tissue pad was worn and peeled off. There were traces of contact with the probe on the non-insulated part. Peeling of the coating on the gripping part was confirmed. There was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. However, a definitive root cause cannot be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor the field performance of this device.